Event description:
Alleged severe cerebral palsy caused by physician malpractice. Malpractice attorney stated, there is no allegation of a product defect. Whether the alleged cerebral palsy was caused by the birthing procedure is the subject of litigation.

Manufacturer narrative:
Utmd acquired columbia medical (cmi) inc. In july 1997. Cmi continued to manufacture tender touch vacuum cups throughout 1997. Utmd is filing this report after being contacted on 07/17/2007 by a malpractice attorney for plaintiff seeking IFU for tender touch cups effective in november 1997. Utmd has no record (including records obtained from cmi of any complaints or injury reports from a hospital in 1997. Attorney stated, that no injury report had been filed with the FDA. Product not returned to utmd for evaluation. No investigation performed by utmd.